Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose rose to 465 mg/dl and later to 585 mg/dl. The customer also reported changing their infusion set and attempting to treat their 600 mg/dl blood glucose with a bolus. The customer reported being hospitalized on (B)(6) 2015 for high blood glucose as they were unable to lower their blood glucose. The customer's blood glucose was over 600 mg/dl at the time of admission. The customer reported feeling sick, nauseous and was vomiting from their blood glucose. The customer also reported kidney failure was a cause of their hospitalization. The customer was treated with an IV drip at the hospital. The customer also reported the insulin was cloudy and there was a bent cannula present on the infusion set. Customer stated, the cannula was bent 90 degrees. Customer was advised to complete a set change. Customer declined to return the insulin pump for analysis.